Event description:
It was reported that a patient control module (pcm) leaked. This occurred during infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the cause of the leak was determined to be an insufficient application of solvent during the manufacturing process. A quality alert was issued and awareness training was performed to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This device was manufactured between november 9, 2012 - november 14, 2012. Evaluation summary: one filled pcm unit was received for evaluation. Visual inspection and functional leak test on the pcm unit confirmed the reported leak problem. The location of leak was observed at the tubing connection located inside the pcm's housing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.